Event description:
A 2.75mm diameter x 14 mm length endeavor resolute rx drug-eluting coronary stent system was implanted into a patient for treatment of a lad lesion. The patient also received two additional endeavor resolute rx drug-eluting stents (MFR report # 2953200-2008-00326 to 00328). The lesion morphology was reported to be tight in the lad and occluded in the circumflex. It was reported that the first stent was successfully deployed in the lad. The second and third stents were deployed and there was a small amount of overlap. The overlap was post dilated at 24 atm. The angiographic result was good. Two days post stent implant, the patient presented with chest pain and st elevation and right bundle branch block. Angiography revealed that the lad and circumflex had occluded. All of the stents were ballooned which resulted in timi 3 flow. There was another lesion noted and an endeavor resolute drug-eluting stent was implanted distal to the stent with an overlap. At this point, the patient became stable. An attempt was made to cross into the lad through the previous stents, but this was unsuccessful. It was reported that the patient expired later that night. No further details have been obtained.

Manufacturer narrative:
Conclusions: pending additional information.